Manufacturer narrative:
(B)(4). This complaint for an iipv in an adult was confirmed based on the drain volumes provided by the customer; however, no root cause could be determined. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter (B)(4) regarding needing help to get to manual drain, on the home choice (hc) unit. The problem was noted during use with the patient connected, in dwell 4 of 5. The home patient (hp) needed help to get to manual drain as she was getting discomfort in dwell 4 of 5. The hp had setup the hc with 4.25% dextrose last night and normally used 2.5% dextrose. The technical service representative (tsr) helped the hp to bypass to drain 4 of 5; the drain volume equaled 4328ml. The hc was then at fill 5 of 5. The hp advised there was no alarm and the hp advised the fill volume equaled 2000ml. The tsr asked the hp to swap the hc. As per the hp she wanted to use it for the night and will call back if any problems. There was patient involvement, however, there was no patient injury or medical intervention, associated with this event. During a follow-up with the hp, she advised that night she had initial drain volume 768ml, total ultra filtration 2615 ml, average dwell time 127, added dwell time 0.21 , last fill volume 1000ml, total time 9h, total therapy volume 11l, and 5 cycles. She advised that she is doing alright, however, she sometimes has too much liquid and has to do a manual drain as per her nurse.

Manufacturer narrative:
(B)(4). The issue was resolved over the phone and the device is still in use; therefore, an evaluation could not be performed. A follow-up report will be filed should additional information become available.